Manufacturer narrative:
The physician programmed the device to vvi mode and planned to monitor the patient via remote monitoring. It was reported the patient's condition requires continued monitoring until the changeout is absolutely required. No additional adverse patient effects were reported.

Event description:
Boston scientific received information this pacemaker and right atrial (ra) were exhibiting noise and less than 200 ohm pacing impedance measurements. There was also a decrease in the remaining longevity on the device, as the approximate time to explant indicated two years. Pacing threshold measurements were set at 2.0 volts in the ra and 2.5 volts in the rv. Information received from device memory indicated the device has had no resets or abnormal faults. The device has been implanted for approximately 6 weeks and there have been 8,156 atrial tachy response (atr) episodes and 13,466 rhythmiq episodes. The episodes appear to have atrial far field sensing of both rv paces and senses along with low level noise, which may be causing the atr and rhythmiq episodes. The device power consumption appeared to be affected by high atrial rate sensing and an apparent atrial lead issue which may indicate a hardware issue. It was recommended to replace the device and return it for analysis.